Manufacturer narrative:
The device was returned and evaluated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During inspection of the membrane gasket, the piston foam was found to be cracked, but this was noted to not have caused or contributed to the reported event. The piston foam was replaced. The reported event could not be verified as the device was found to meet product specifications related to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient who performed automated peritoneal dialysis (apd) with the homechoice device was found unresponsive. The cause of the event was not reported. It was reported that the patient was connected to the device at the time of the occurrence and was on an unknown process step of pd therapy. The patient required cardiopulmonary resuscitation. It was not reported if the patient was hospitalized or whether the patient required further treatment. No further detail was provided regarding the patient¿s outcome. No additional information is available.